Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extra-peritoneal procedure, on insufflation of dissection balloon in pre-peritoneal space, the balloon physically broke. A hole in the lower part of the balloon was noted. Used another instrument to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.